Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4), competitor implantable pacing lead, (B)(6) 1992. (B)(4).

Event description:
It was reported that the patient was symptomatic and was able to feel the device pacing. The device was reprogrammed to dampen therate response. The device remains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.